Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical engineer (biomed) reported that a dialyzer blood leak occurred shortly after initiation of a patient¿s hemodialysis (hd) treatment. The machine alarmed for blood leak and blood was visually observed to have leaked in the bottom part of the dialyzer where the dialysate comes into the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer defect or damage was visible. The patient¿s dialysate flow rate (dfr) was 800 ml/min and the blood flow rate (bfr) was 450 ml/min. The patient¿s estimated blood loss (ebl) was noted as being between 100-200 ml as the patient¿s blood was not returned. No patient adverse effects were experienced, and no medical intervention was required because of this event. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device was not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.